Manufacturer narrative:
The subject device was returned to olympus for evaluation. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than one (1) cfu/endoscope of viable microorganisms was identified. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. The physical device evaluation has been completed. The device evaluation found the following: the charged coupled device cover lens was scratched, the insulation on the plastic distal end cover was less than the threshold standard, the bending section cover glue was in failing condition, the connecting tube was buckled, the air/water cylinder was scratched, the suction cylinder was scratched, the universal cord was wrinkled, the plug unit housing was damaged, the bending tube angulation in the "up/down/right/left" directions were out of specification, and the suction flow at the distal end of the biopsy channel was out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that during reprocessing the evis exera iii gastrointestinal videoscope tested positive for 1 colony forming units (cfus)/100 milliliter (ml) of serratia marcescens and 15 cfus/100 ml of pseudomonas aeruginosa. It is unknown what channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes stating that pre-cleaning was performed immediately after the patient procedure and no deviations in reprocessing. During manual cleaning, the detergent used was aniosyme. The instrument/suction channel, suction cylinder, instrument channel port were brushed. All the channels were flushed with and immersed in the disinfectant. For automated endoscope reprocessor (aer) treatment, cln soluscope detergent, and paa soluscope disinfectant were used with controlled filtered rinse water. The expiration date of the disinfectant was controlled. The device was dried via blown filtered compressed air and stored in a simple cabinet. The device was not used in a procedure during the waiting time for the results. After the positive culture was observed, the device was quarantined. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed. By the customer. There was no patient infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the could not be determined as the contamination was not confirmed when evaluated by a third-party test lab. Olympus will continue to monitor field performance for this device.